Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an lvad fault alarm occurred on (B)(6) 2018. The patient was asymptomatic. An echocardiogram showed that the patient was fine. The system controller was exchanged and the alarm resolved. The patient was discharged. No additional information was provided.

Manufacturer narrative:
The report of an left ventricular assist system (lvas) fault alarm could not be confirmed. The pump appeared to be operating as intended for the duration of the captured events and no lvas fault alarms were active. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.